Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) system provided maximum shocks for a ventricular fibrillation (vf) episode. Upon interrogation, it was found that there was a short circuit condition detected during shock therapy delivery, indicative of a low out-of-range shock impedance measurement. Boston scientific technical services (ts) was consulted and advised to replace the ICD system. The ICD was explanted and the right ventricular (rv) lead was surgically abandoned. Additional information received indicates that the rv lead was damaged during a left ventricular assist device (lvad) placement. During the revision procedure, the rv lead exhibited a low out-of-range shock impedance measurements when connected to a pacing system analyzer (psa). No additional adverse patient effects were reported.